Manufacturer narrative:
H6: investigation summary this complaint alleges abnormal cells found outside the field of view (fov) on the focalpoint instrument (p/n 491086, s/n (B)(6). The customer called in to report that during regular qc screening they found lgsil cells on the slide outside of the fov's. The initial report was corrected before results were sent to the patient. Per the focalpoint gs false negative test work instruction with 1 false negative reported, the machine is operating within claims. This work instruction provides methodology for determining whether the system is operating within the product insert claims based on clinical trial data. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of device history record for instrument serial number, fp0832 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on may 24 2019. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause cannot be determined at this time as return material was not received for investigation. This complaint is unconfirmed as the samples was not returned for investigation. Bd will continue to closely monitor trends associated with this complaint. Complaint history for results was reviewed for the month of september. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a CAPA. This complaint will be included in the periodic trend review.

Event description:
It was reported that while using instrument focalpoint 120v false negative results were obtained by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "it was reported that abnormal cells outside of fov's".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na

Event description:
It was reported that while using instrument focal point 120v false negative results were obtained by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: "it was reported that abnormal cells outside of fov's"